Event description:
Healthcare professional reported "concern with the product" and "capsular contracture, baker grade IV" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, concern with product.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification in the surface of the shell, white calcification in the fill channel and wear abrasion . Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify striated opening in the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Opening. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.